Event description:
The customer obtained several non-reproducible, falsely elevated troponin I es results from samples drawn from four different patients when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.143 vs. Expected <0.012 ng/ml; patient 2: tropi es= 0.083 vs. Expected <0.012 ng/ml; patient 3: tropi es= 0.171 vs. Expected 0.034 ng/ml; patient 4: tropi es= 0.065 vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory as the customer initially processed all samples in duplicate, followed by re-processing in singlet using a non-vitros method. There was no allegation of patient harm as a result of the event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, falsely elevated troponin I es results were obtained from four patient samples while using the vitros eci immunodiagnostic system. The investigation was unable to determine a definitive assignable cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause for the event is unknown.